Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax section. Force issue. During the procedure, there was a problem with the force of the catheter. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 03-apr-2025, observed reddish brown material inside the tip. The device tip was inspected under microscope after performed the test and it was found a hole on the surface of the pebax section and reddish brown material inside of it. The event was originally considered non-reportable, however, bwi became aware of a hole on the surface of the pebax section on 03-apr-2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch approved under p030031/s053. Device evaluation details. The device was returned to johnson & johnson medtech for evaluation on 26-mar-2025. A visual inspection and screening test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed reddish brown material inside the tip. The magnetic and force feature were tested. The force values and the vector were observed within specifications. No force issues were observed. The device tip was inspected under microscope after performed the test and it was found a hole on the surface of the pebax section and reddish brown material inside of it. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish brown material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use (IFU) contains the following warnings and precautions: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).